Event description:
Two spacelab monitors ptca3 and ptca4, unable to do blood pressures. Changed bp tubing. Still failed, biomed contacted - all modums checked. Faulty bp tubing discovered. There were no pt outcomes from this faulty tubing.